Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2007, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt experienced difficulty locating the ipg. It is known that the pt's ipg was moved in the past and the current location is covered by a great deal of tissue. The sales rep met with the pt and tried several troubleshooting techniques, however, they were not able to communicate with the ipg. On (B)(6) 2010, it was reported that an x-ray revealed that the ipg was tipped. The doctor plans to explant the device and replace it with a smaller ipg. The revision date has not yet been scheduled.